Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2023, the patient experienced an aseptic loosening acetabular cup. This adverse event was treated by a revision surgery on (B)(6) 2025, in which one (1) r3 3 hole acet shell 50mm, one (1) r3 +4mm xlpe liner 36mm ID x 50mm od and one (1) ref spher head screw 35mm were explanted. Current patient's health status is unknown.

Manufacturer narrative:
The associated liner, head screw, and acetabular shell were returned and evaluated. A visual inspection revealed that the shell, liner, and fractured-off head of the screw were worn from use. The distal end of the screw was not returned. The liner showed significant wear and discoloration, while the shell exhibited wear with areas of discoloration. A review of the production orders did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part numbers over the previous 12 months, but no similar events for the corresponding batches. Based on historical data, this failure mode will be monitored for future complaints and any necessary corrective actions. A review of the instructions for use (IFU) documents for total hip systems revealed that improper neck selection, component positioning, looseness of acetabular or femoral components, presence of extraneous bone, penetration of the femoral prosthesis through the femoral shaft, acetabular fracture, intrapelvic protrusion of the acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocation, subluxation, decreased range of motion, or femoral length discrepancies, which may lead to revision surgery. These risks have been identified as preoperative warnings. A review of the risk management files confirmed that this failure mode was previously identified, and the anticipated risk level remains adequate. A historical review concluded that there are no prior actions related to these products or this event. At this time, there is no evidence to suggest that the products failed to meet specifications at the time of manufacture. Potential contributing factors may include abnormal motion over time, bone degeneration, loss of ingrowth, and/or injury. Based on this investigation, corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted at this time; however, we will continue to monitor future complaints and investigate as necessary. This investigation is considered closed.